Event description:
Reporter noted no flow towards end of phaco, changed handpieces and cassette. Unable to complete last surgery of the day; rescheduled.

Manufacturer narrative:
A co service rep checked system and found it met performance specifications. Unable to duplicate performance problem reported.